Event description:
Additional information from the physician/author stated that none of the deaths or adverse events were related to the devices, none of the devices are available for return at this time, and the mean patient weight was around 70 kg.

Manufacturer narrative:
Title: transcatheter valve implantation for right atrium-to- right ventricle conduit obstruction or regurgitation after modified bjo rk¿fontan procedure citation: catheterization and cardiovascular interventions (2016) (doi (B)(4)) authors: ashish h. Shah, eric m. Horlick, andreas eicken, jeremy d. Asnes, martin l. Bocks, younes boudjemline, allison k. Cabalka, thomas e. Fagan, stephan schubert, vaikom s. Mahadevan, danny dvir, mark osten, and doff b. Mcelhinney earliest date of e-publish/publish was used for event date in. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review regarding transcatheter valve implantation for right atrium to right ventricle conduit obstruction or regurgitation after modified bjork-fontan procedure. All data were collected from multiple centers in the united states, (B)(4) and europe. The study population included 16 patients (8 male and 8 female; mean age 41 years), 13 of which were implanted with medtronic melody transcatheter bioprosthetic pulmonary valve (serial numbers not provided). Among all patients: one incident of multiple stent fractures with no indication of valve dysfunction occurred and did not require intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.